Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the patient last had the pump filled ¿last year sometime¿ about six months ago from (B)(6) 2017. It was then stated that the pump had been empty since about (B)(6) 2016 and that it was thought that the last time the patient had it filled was (B)(6) 2016. It was noted that the patient had been taking methadone oral which helped their pain better than the pump did, per the consumer. It was noted that the pump was alarming with a sound that was consistent with the pump alarms and that the patient stopped having the pump filled. It was indicated that the patient was able to hear the pump when they were sitting upright, but otherwise the patient didn't hear it ¿very much.¿ it was noted that the patient was going to have the pump removed within the next few months. It was indicated that no symptoms were reported (note this is conflicting). It was also reported that the patient had to pass an electrocardiogram (EKG) in order to have the methadone script filled. It was noted that the patient had a 12 lead EKG on (B)(6) 2017 and scored a (B)(4) on the qtc interval with the acceptable score being 410-420, per the consumer. Information was requested regarding the pump being able to disrupt the EKG. It was noted that a doctor had written a letter regarding this prior. Compatibility guidelines were requested for EKG. It was also noted that the patient did not have a managing healthcare professional (hcp). No further complications were reported or anticipated.